Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a white particle was observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The issue was identified during visual inspection at the compounding facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: may 26, 2022 - may 27, 2022.h10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed which observed a single white elongated polymeric appearing particle, possibly of fill port material in the solution cavity in the photo of the partially filled bag. The reported condition was verified. The cause of the condition could not be determined; however, possible causes of pm include compounding error, during customer handling, or inherent to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.